Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "2nd blue button not functioning" was not reproduced, the keypad passed testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The evaluator found that the 2nd softkey was damaged, which is a known cause of the reported problem.the cause of the condition was the damaged 2nd softkey. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad 2nd blue button was not functioning during testing in the biomedical service department. There was no patient involvement. No additional information is available.